Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was discovered that the milling cutter or the grinding head of the motor device became separated from the working passage. It was further reported that the mobile buckle strip slipped and would not work. It was not reported if there were any delays in the surgical procedure or if a spare device was available. There was patient involvement reported. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. It was determined that the hose was damaged and had a hole/cut. It was observed that the locking components were damaged. The assignable root cause was determined to be due to improper handling, which is user error, misuse, and / or abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Device evaluation update: upon further investigation, it was determined that the lock was defective, causing in the test not to be possible. It was further determined that the device failed pretest for cable and loctite assessment and cutter lock assessment. If additional information should become available, a supplemental medwatch report will be submitted accordingly.